Manufacturer narrative:
Medwatch fields d1, d2, d4, g1, and g4 have been updated.

Manufacturer narrative:
The last calibration performed on (B)(6) 2023 was ok and there were no alarms. Quality controls failed but passed when repeated. Upon review of the alarm trace, there were multiple abnormal aspiration, abnormal sample aspiration, film detection, calibration error, and sample short alarms near the time the sample was processed. These are indications of possible poor sample quality. The field service engineer checked rinse tubing and some tubing appeared to be in poor condition. A leaking nozzle was observed during mechanism checks. All tubing for the rinse mechanism was replaced, the gear pump pressure was adjusted, and all of the rinse levels were adjusted to specification. A hardware check was performed and performance improved. Precision studies recovered within specifications and the rinse mechanism no longer leaked. Controls were run and passed. The investigation could not identify a product problem. The cause of the event could not be determined. The issue was resolved after the service actions were performed.

Manufacturer narrative:
The serial number of the c702 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for four patient samples tested with ca2 (calcium) on a cobas 8000 c702 module. No questionable results were reported outside of the laboratory. The samples were repeated due to being critical values and the repeat values were deemed correct. The first patient sample initially resulted in a calcium value of 6.2 mg/dl and it repeated as 8.4 mg/dl. The second patient sample initially resulted in a calcium value of 7.0 mg/dl and it repeated as 9.0 mg/dl. The third patient sample initially resulted in a calcium value of 6.9 mg/dl and it repeated as 8.5 mg/dl. The fourth patient sample initially resulted in a calcium value of 6.5 mg/dl on 05-dec-2023 and it repeated as 9.5 mg/dl on 05-dec-2023. Samples 1-3 were tested using calcium reagent lot number 694033 (expiration date unknown). Sample 4 was tested using calcium reagent lot number 717259, with an expiration date of 30-jun-2024.